Event description:
It was reported that this pacemaker device exhibited fault code was found to be in safety mode. It was recommended that this device be replaced. The device was subsequently explanted and replaced. No additional adverse patient effects were reported outside of this revision procedure. Additional information received indicated that the patient had reported syncopal episode. Upon review the presenting electrogram (egm) shows device operating as programmed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode/determined it had undergone resets and that bradycardia therapy remained available. The system resets occurred during a telemetry session and while communicating with the latitude remote monitoring system. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population. This report contains additional information in section b5 describe event or problem and h6 patient codes.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and h6 patient codes.

Event description:
It was reported that this pacemaker device exhibited fault code was found to be in safety mode. It was recommended that this device be replaced. The device was subsequently explanted and replaced. No additional adverse patient effects were reported outside of this revision procedure. Additional information received indicated that the patient had reported syncopal episode. Upon review the presenting electrogram (egm) shows device operating as programmed.

Event description:
It was reported that this pacemaker device exhibited fault code was found to be in safety mode. It was recommended that this device be replaced. The device was subsequently explanted and replaced. No additional adverse patient effects were reported outside of this revision procedure.